Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems: hl-390. The complaint of not alarm due to back board broken off and back tubing broke off was confirmed .the issue was isolated to normal wear and tear. Action was taken to replace the pcb board and drain fitting.

Event description:
Information received a smiths medical smiths medical fluid warming/level 1 hotline low flow systems - hl-390 back tubing broken off, board is defective so alarm and sound not working. This was discovered during testing.